Manufacturer narrative:
The reported event of ¿sensing was not proper with intermittent values captured and pacing¿ was not confirmed. As received, a complete lead was returned. Electrical testing was normal. Visual and x-ray examinations of the lead were also normal. The s-curve height was measured to be within specification.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead had unspecified sensing problem. The lead also exhibited intermittent capture and pacing. The lead was not used, and a new lead was implanted. The patient was in stable condition.